Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, mentor became aware that the patient's capsular contractures were baker grade iii on the right side and baker grade IV on the left side. In addition, mentor also became aware that the patient had undergone bilateral replacement with the following devices: (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9425098 sn: (B)(4) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9422561 sn: (B)(4). On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 7410642 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the capsular contracture the patient experienced was baker grade iii bilaterally. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 500cc mentor memorygel breast implants, suffered bilateral pain and bilateral capsular contracture; baker grade unknown, post-operatively. As a result, the patient was scheduled for bilateral implant explantation in (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).